Event description:
It was reported when doctor went to deploy the filter, he unsheathed the system and the filter was within the cava; however ,the feet would disengage from the spline. After manipulating the delivery system, the feet would still not deploy. The doctor gently pulled back on the device to try and release the feet. The filter then pulled back down the cava to just above the iliac bifurcation before the footplate finally let go of the system. The filter placement was suboptimal. There was no patient injury reported. The filter is located just above the iliac bifurcation.

Manufacturer narrative:
The device history records were reviewed and confirmed the lot met all release criteria. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. Handling of g2 filter system from the IFU. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.